Manufacturer narrative:
Device eval summary. Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. As received, the front response button was defective and intermittent in function. The root cause of the intermittent function cannot be positively identified but is likely a defective switch. No adverse event resulted from the defective monitor.

Event description:
A us dist returned a monitor indicating that the response buttons were defective.